Manufacturer narrative:
The field service engineer (fse) that encountered the issue replaced the ac power cord reel. The fse performed a complete preventative maintenance (pm) with full calibration, functional testing, and electrical safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit ground prong missing on ac line cord. There was no patient involvement.